Event description:
It was reported that endocarditis occurred. On an unspecified date in 2017, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. On (B)(6) 2020, the patient presented with an infection of the watchman and mitral valve due to an infected dialysis catheter. The doctor identified the dialysis catheter as the primary source; however, vegetations were noted in numerous places including on the watchman device. The patient took antibiotics as treatment.